Event description:
Defective sherlock sensor due to damaged cord. (B)(6) 2021: evaluation found exposed wires.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility. During the evaluation, the reported issue of the cord is pulling away at the strain relief was confirmed. The cable has been pulled away from the sensor enclosure exposing the wires. The root cause is a sensor failure is due to use of device. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.